Manufacturer narrative:
B3: month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. It was reported that issue of, pump not powering on, partially able to be confirmed through, pump power up test. Pump would shut off after a minute of being turned on. Upon further investigation, found battery door corroded, pwa corroded, pwa battery dead, motor corroded, chassis corroded, dso sensor defective and battery compartment nicked. There was no patient involvement and no patient harm.

Event description:
It was reported that pump would not power on. The event occurred during testing. There was no patient involvement and no patient harm.